Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent, a suprarenal aortic extension and two infrarenal aortic extensions on (B)(6) 2016. During the initial implant one of the proximal extensions was placed in a suboptimal position resulting in intraoperative stent migration leading to a type 1a endoleak. The physician implanted a competitor stent to seal the leak. The endoleak was not completely sealed following the initial implant procedure. The physician elected to monitor the patient. The patient had two ultra sounds post implant and the physician believes the leak is sealed. The patient is stable.